Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime/compromised force sensor system, and excessive no delivery test. However, the pump was received with a motor error alarm during the occlusion test due to a faulty force sensor resistor (gold). The motor passed the motor test. The pump was received with a cracked reservoir tube lip, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that she received a motor error alarm on the insulin pump last night. Customer's blood glucose was 123 mg/dl at the time of the incident. Customer received the motor error during a bolus. The pump was not dropped or bumped. Customer was assisted with clearing the alarm. Customer does not use the sensor feature on the pump. Customer stated that she was able to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.